Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during pre-implant preparations, this lead was removed from the box and the helix was extended outside of the body. The helix was then unable to be retracted after being extended. The lead was never used for the procedure. Another lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis.